Manufacturer narrative:
The device was discarded and therefore not available for evaluation. Additional information regarding the event was requested, but not received. As a device lot number was not provided, a review of the device history record (DHR) could not be performed. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that upon delivery of an intraocular lens (iol) into the eye, the surgeon noticed the haptic was damaged. Under microscopic examination, the surgeon discovered the very tip of trailing haptic was missing and not in the eye, it was in the injector cartridge. The incision was enlarged to allow for removal of the iol and a successful intraoperative lens exchange was performed using a backup iol of the same model and diopter. Patient outcome is good. Additional information was requested, but not received.

Manufacturer narrative:
Additional information: a2, a3a, b5, b6, g3, h2, h11.

Event description:
Additional information was received indicating the original implant was in the right eye. In the surgeon's opinion, the most likely cause of the iol damage is from the lens sticking in delivery device.